Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix mesh. Later the patient experienced infection, pain, dyspareunia, bleeding, secondary prolapse and small bowel partial obstruction. A removal of the mesh sutures, mesh and extensive irrigation were performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.